Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of 'failed flow test' was not reproduced. A review of the event history log (ehl) revealed the last day of customer use ,2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pressure setup adjusted and the m2&m3 springs replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed volume accuracy test twice. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.